Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files did not indicate a system failure or malfunction and no non-conformity was identified. The investigation of the log files showed that the user performed the following workflow: the patient transfer system position was selected and the gantry began to move longitudinally to the requested position (direction head side). Having moved about 35cm, the system stopped the movement because of a potentiometer encoder maximum differential error. The user manually moved the table longitudinally to the foot side maximum position causing the c-arm to be outside the tabletop area. The user selected system position head side. As the c-arm was located outside the tabletop area, such command will trigger the c-arm to move direction foot side wall and to locate the c-arm approximately 40 cm inside the table area. The user´s intention could not be clarified. According to the logged joystick actions, the user reversed the joystick during the selected automatic movement which resulted in the activation of the proximity switch of the flat panel detector for less than 1 second. Then, within less than 2 seconds, the user fully activated and fully reversed the joystick again until the automatic movement was disabled by a timeout. Therefore, no un-commanded movement of the c-arm occurred. According to the log files all executed movements are performed as specified by a triggered command. The manufacturer is not considering further actions resulting from this individual event caused by user in attendance.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a clinical procedure, the stand was being moved from the patient transfer position to the head end position when the ceiling carriage caught the monitor arm, moving the monitor towards the flat detector in a swift movement. The joystick was released and the stand continued to move; forcing the monitor to crash into the stand and damage the monitor. There is no report of injury or impact to the state of health of any patient or operator involved.